Event description:
It was reported that during a lead revision the device set screw was found to be damaged and due to the malfunction the device was not able to be reimplanted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. It was noted that there was a missing set screw. Concomitant products: 3830 implantable pacing lead, (B)(6) 2007. (B)(4).